Event description:
The reporter stated that the customer experienced a ruptured reservoir during pt use. The drug being infused was fentanyl citrate and normal saline. There was no report of pt injury or medical intervention being required.